Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2010-00572 / 00573 / 2016-00228).

Event description:
Information received suggested that patient underwent a hip revision procedure due to wear, osteolysis and loosening of the acetabular cup. Review of radiographs and invoice history revealed that the patient underwent a prior revision procedure on (B)(6) 2008 for an unknown reason. Subsequently, patient was revised again on (B)(6) 2009. Additional information received reported the patient underwent an initial total left hip arthroplasty on (B)(6) 1997. Subsequently, the patient was revised on (B)(6) 2008 due to wear and osteolysis. The cup, liner, and head were removed and replaced. The patient was further revised on (B)(6) 2009 due to avascular necrosis and possible loosening of the cup. The cup, liner, and head were removed and replaced with legacy biomet head and legacy zimmer cup and liner.